Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: h4: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (april 26, 2018) has been updated to reflect the date the device was manufactured. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. Device manufacture date: the device manufacture date is unavailable concomitant med products and therapy dates: battery device ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device broke into separate pieces when used with a battery device. It was reported that all pieces of the device were retrieved. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device was broken in two pieces was confirmed. An assessment was performed and it was found the device had been broken into two pieces at the proximal threaded end. It was determined that the cause of this condition was due to improper handling and the device having been dropped or mis-aligned during use. The assignable root cause was determined to be traced to the user, which is user error.